Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the anchor sites. The physician noted the anchors are superficial but have not broken through the skin. The patient's entire scs system was explanted on (B)(6) 2016. The patient received two anchors from the same lot number.